Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: a literature article describes the cases "with exposure of ex-press device". No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. Additional information has been requested. (B)(4).

Event description:
A doctor reported via a literature report, exposure of a device in an eye following a glaucoma filtering device implant procedure. Glaucoma eye drop treatment and needling revision was performed two months following the procedure. An additional implant from another manufacturer was implanted, and glaucoma drops were continued. The patient was later diagnosed with conjunctival exposure of the device. The device remains implanted.